Manufacturer narrative:
Complaint histories of all blue components in the pack were reviewed for linting issues. Only one component, (B)(4) has previous linting issues. A review of the DHR, video image and special instructions was done showing the pack contains the towels that are known to shed lint. A review of retained towel product indicates the towel lints easily. There has been no response from the towel manufacturer as of this date. The towels will now be removed from the pack with customer approval.

Event description:
Customer noticed blue lint in eye during surgery. Customer believes it came from a component within the customer sterile pack. It is thought it came from the blue towels, but are not sure. One pt may need to go back to surgery to remove the foreign body if the eye drops do not relieve the irritation.